Event description:
It was reported that during testing at the manufacturer facility, the remb electric wiredriver was running without user activation. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure. It was also reported that during testing at the manufacturer facility, the remb electric wiredriver had run-on. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.